Event description:
A malfunction with a pump was reported, referred to as malfunction 16. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.